Event description:
A physician, while using laser indirect ophthalmoscope, noticed an odd flashback while getting ready to perform a laser service on a pt. There was no pt harm as it affected the md only. Physician had eye exam post procedure. Laser taken out of service and sequestered-awaiting vendor eval. Duration: 100msec. On (B)(6) 2013 laser malfunction.